Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue in the device's memory logs. After replacing the power pcb, battery contact assembly, system connector assembly, and performing other unrelated repairs, the device passed functional and performance testing and was returned to customer. Stryker further evaluated the replaced part and the reported problem was confirmed. The root cause was unable to be determined.

Event description:
A customer contacted stryker to report that their device powered off by itself during monitoring. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off by itself during monitoring. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section e1, initial reporter facility, address and city of the initial medwatch report indicates (B)(6). Section e1, initial reporter facility, address and city of the initial medwatch report should indicate (B)(6).

Event description:
A customer contacted stryker to report that their device powered off by itself during monitoring. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.